Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .0 - 3.0. On (B)(6) 2016 inratio inr = 2.5. On (B)(6) 2016 lab = 1.7. On (B)(6) 2016: patient self tester went to the emergency room at (B)(6) hospital and was diagnosed with dvt (deep vein thrombosis). Patient was treated for the dvt and was given lovenox to bridge with coumadin - 5mg/day. Dose of lovenox unknown. Patient discharged the same day as stable. Patient was testing on the inratio meter when the dvt occurred.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the meter is not returning for evaluation. Therefore, a review of in-house testing with the reported lot was performed. In-house testing on strip lot 384909a met release criteria. The product performed as expected. A review of the manufacturing records for lot 384909a did not uncover any non-conformances. The lot meets release specifications. Although a patient condition was identified in the complaint, a root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.